Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that an ar-1922bc, biocomposite pushlock suture anchor, was being used in an rcr procedure. During use, the eyelet on the pushlock broke off and was retrieved from the patient. The case was completed with a second device of the same part number with a different lot number.

Manufacturer narrative:
The complaint is unable to be confirmed. One unpackaged ar-1922bc inserter was received for investigation. Visual inspection identified that neither the biocomposite implant nor the peek eyelet were returned for analysis. As such, the alleged breakage and fragmentation cannot be verified. No damage was present to the inserter.